Event description:
It was reported before using bd vacutainer® pst¿ gel and lithium heparin (n) 56 units, there was unknown foreign substance inside 97 devices. Additionally, before use, there were gel air bubbles were inside 155 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: g.1. PMA / 510(k)# k954592. Investigation summary: bd received photos for investigation related to catalog 367960, lot number 5101451 evaluation of the two photos showed the presence of foreign material (fm) in the tubes and the gel. The exact cause for the customer¿s failure mode of fm could not be determined. Air bubbles are ambient air that can become trapped inside the gel of bd vacutainer® gel tubes during the manufacturing process. In addition, 100 retained samples from both lots were visually inspected with no issues being identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5101451, for the indicated failure mode: foreign matter - unknown. This complaint has not been confirmed for the lot 5101451, for the indicated failure mode: gel airbubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer® pst¿ gel and lithium heparin (n) 56 units, there was unknown foreign substance inside 97 devices. Additionally, before use, there were gel air bubbles were inside 155 devices. No adverse impact was reported regarding the patient or user.